Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was damaged. Customer reported the insulin pump fell to the ground. The customer reported the screen was messed up as a result. Customer also stated the insulin pump would not turn on. The customer's blood glucose was unknown. The insulin pump will be returned for analysis.